Manufacturer narrative:
When quality engineer has completed the investigation, we will file a supplemental report.

Event description:
It was reported that "surgeon performed a lap ventral hernia. During procedure, the surgeon had to replace the dt-11r numerous times and had to permanently substitute the device for a larger port. The replacement device that was placed in the same orifice was dt-12r. This was done to reduce port mobility and decrease the loss of pneumo gas around the port. The fascial retention on this device was also compromised causing the surgeon to suture the stop cock in place to prevent further movement and leaking. The surgeon does not perform a fascial close and only closes the skin. Pt was discharged. Pt returned due to pain. A 2nd procedure was performed for removal of left bowel obstruction. Dr williams exclaimed that the irritation and increased orifice generated from the port mobility caused this adhesion of the small bowel. "